Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hard time hearing the audible alarm. Customer¿s blood glucose was unknown. Customer stated that the quite crack at the top right corner of screen and plastic was fractured at the bottom at the opening to the battery compartment. Troubleshooting was not performed. The insulin pump will not be returned for analysis.